Manufacturer narrative:
Concomitant medical products: 459888 lead, implanted: (B)(6) 2017.

Event description:
It was reported that the patient experienced inappropriate therapy due to the cardiac resynchronization therapy defibrillator (crt-d) detecting an atrial arrhythmia with rapid ventricular response. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.